Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010 and had performed to specification up to (B)(6) 2014. On (B)(6) 2014 the device records a manual power ups of ten minutes in duration. The device successfully preformed all weekly auto self tests between (B)(6) 2014 and (B)(6) 2017. On (B)(6) 2017 the device failed the weekly auto self-tests due to a low battery. The device continued to record self-test fails due to a low battery up to and including the last log entry on (B)(6) 2017. Later on 2017 information from the history logs shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. No further log entries were recorded. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.